Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and indicated that the customer had replaced vic (vacuum isolator chamber) and probe.

Event description:
A customer contacted beckman coulter inc. (Bci) after observing blood and isoton (less than 1 cc) coming from the probe of the coulter act diff analyzer. The customer was wearing personal protective equipment (ppe) and there was no exposure to mucous membranes or open wounds and medical attention was not sought.